Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one ensite x amplifier was received. Visual inspection revealed the front ports, rear ports, and chassis show signs of wear consistent with use over time. There was customer labeling and writing around the chassis/enclosures. There was medical grade adhesive tape covering the system reference port and sensor enabled ports 3 through 6 (se3-se6). For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were temporarily exchanged. The amplifier was powered on and then the amplifier booted to a solid green ¿ready¿ light emitting diode (led) status. This indicated the amplifier passed the power-on-self-test (post) and then successfully communicated with the test station tracker software. The intra-cardiac (ic) short test was then performed and was successful. The amplifier was connected to a field frame, wet lab, electrocardiogram (ECG) simulator, 10 lead ECG cable set, surflink, patient reference sensors (prs-a single, prs-p triple), tacticath sensor enabled catheter; were all connected into a real time magnetic tracker study. All sensors were able to be initialized, localized, and manipulated in real time within the magnetic study. The system was then placed into a power cycler for 3 hours (5 minutes-on, 5 minutes-off), while observing the logs. No anomalous messages were displayed during the run-in. The field service tool (fst) was then connected, and the amplifier passed post. The field functional test was then performed and was successful. The field reported event was not able to be duplicated. Evaluation testing was successful. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
Related manufacturing ref: 3008452825-2024-00057, 2184149-2024-00022, 2184149-2024-00023. During an atrial fibrillation procedure, the 3rd party non-abbott amplifier (prucka 3.0) would not pass the self-test, the ensite x amplifier, ensite x right leg patch, and fiber optic cable experienced communication issues, and the ensite x system color mapping was not working properly, resulting in delay of the procedure. When the navigation mode was changed from navx mode to voxel mode, it was reported that the non-abbott amplifier (prucka 3.0) orange led light blinked and did not turn to the green light. The non-abbott amplifier (prucka 3.0) was powered off and all the cables were disconnected from the front panel and then re-power on, then it went to the green light. The ensite x amplifier to ensite x display workstation communication error came up several times. It was then attempted to re-connect the lc cable with no resolution. The lc cable was then exchanged, temporarily resolving the issue. There was also a field frame generator communication error that came up. The non-abbott amplifier (prucka 3.0) and field frame generator were re-connected and rebooted several times and the issue resolved. The respiration button was attempted, but a patch impedance error came up. A right leg patch disconnected error message appeared, so the right leg patch was exchanged, resolving the issue. Geometry collection was then completed, however, there was an issue with the color mapping. It was attempted to reset metal distortion, re-collect respiration, re-validation, resume the study, collect voxel, and moving the catheter to voxel to a high-density zone without resolve. The procedure was then completed using a 3rd party system with no adverse patient consequences. The issues were alleged to be due to the non-abbott amplifier (prucka 3.0), ensite x amplifier, ensite x right leg patch, fiber optic cable, and ensite x system.